Event description:
It has been reported to philips that the system did not boot up; it was stuck at 00:00 the device was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not bootup, it was stuck at 00:00. Upon further inspection, philips remote service engineer (rse) reviewed the log file and found the grabber card issues with flexvision pc. Philips field service engineer (fse) went onsite and implemented the fco in another case. After that, the system was returned to use in good working. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). / medical device correction (z-1144-2024). The codes were updated based on the investigation outcome.